Event description:
The st. Jude medical representative reported that no communication could be established with the device. The pt did not know when they had their last device checked. Several unsuccessful attempts were made to troubleshoot. Technical services discussed device explant as the status for the device was not able to be determined.